Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor (et) and dbs therapy indications. It was reported that the patient was having problems with the ins last night. The patient checked the inss, the left was on and ok but the right was off and ok. The patient stated they knew how to use the device but wanted assistance to turn it back on. It was walked through to how to turn the device back on, but once back on the stimulation was "too strong" for them. They stated they felt like they could barely talk and seemed to be uncomfortable. It was tried to have the patient turn the ins off and the patient stated they did, but a nurse checked the device and it was still on and ok and at 2.2 v. It was walked through with the nurse to lower stimulation down to 2.00 v and the patient reported it was a lot better. The patient stated they are normally at 2.2 v. No further symptoms or complications were reported or anticipated with this event.